Event description:
Reporting status: death. Reporting rationale: dissection contributed to pt symptoms and subsequent death. Device issue: difficult to deploy; balloon rupture. It was reported that ptca at the mid lad was planned. Slight resistance was encountered during deployment of the stent, as well as an over inflation of the stent delivery balloon caused by another co's inflation device (which reportedly was malfunctioning), and a deep vessel dissection was then noted around the newly deployed stent. Meanwhile, the pt experienced severe chest pain and the physician decided to stop the procedure. Resuscitation was performed and the pt's vital signs were then stabilized. The pt was moved to ccu for observation, but passed away a few hrs later. No additional event or pt info is available.

Manufacturer narrative:
Results and conclusion summation - it is possible that the mild calcification contributed to the reported difficulty in deploying the stent. The inflation device used in this case reportedly did not work correctly and may have inadvertently over-pressurized the stent delivery system. The IFU warns to not exceed the rbp as indicated on the product label. Use of pressures higher than specified on the product label may result in a ruptured balloon with possible intimal damage and dissection. Intimal dissection, angina, cardiac, arrest, and death as listed in the IFU, are known adverse events associated with coronary stenting.